Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient had interstim device implanted a week ago. Patient stated the manufacturer representative (rep) set his device when he came out from surgery. Patient further stated rep made it very simple but he was not very sharp with tech as his wife. He did not feel stim for several days and he was going to the bathroom just as much as he was before the implant. He gave it a couple more days and got the patient programmer(pp) out on saturday and stated it kept saying that it was not stimulating but his wife was able to get it stimulate by turning it up to 2.2v. Patient clarified he was not feeling stim. Patient reported he did not do anything for it for a couple more days and stated on monday he realized he was not feeling stim again, so he turned stim up to 2.6v today about 5 mins prior to this call. Patient reported he can now feel the stimulation. Patient also reported that at 2.2v, it was not doing anything. Patient synched with pp during the call and pp showed stim was on. Patient was advised to follow up with healthcare provider (hcp). There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. Cause was determined, but not clarified. When asked if there was a 50% reduction in symptoms, the patient said "maybe 20%." The symptoms/issues have not been resolved. No further patient complications have been reported as a result of this event.